Event description:
The customer initially reports that the jaw broke 1mm up from the hinge. There was patient contact, no patient injury. On (B)(6) 2010 the customer reports via telephone that the break was between the distal tip and the box lock. The tip was retrieved from the floor not the patient. Total knee was being performed. No patient injury confirmed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.